Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the barcode scanner handle was broken, and drawer was failed to register the cubies. The field service engineer found that the scanner cradle was loose, replaced the station cradle bolt and reseated the barcode scanner cable to resolve the issue. The fse tested the scanner in the hardware test application and verified the customer inventoried the device several times. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es barcode scanner holder was broken and drawer had failed does not open. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.